Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was expereincing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: the pump history was reviewed and no evidence of a battery life issue was observed. The battery voltages recorded in the pump's black box were within normal specifications. The pump's current draws were all measured and found to be within specification. No intermittent connections or moisture damage was observed to the pump's internal components. The alleged issue could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.